Manufacturer narrative:
For the investigation the logfile was analysed. It was found that on the reported date of event the infinity workstation acs cc detected a problem at the pba m4.1 and performed a reboot in order to solve the problem. After the reboot the problem was still present, the ventilation unit stopped the gas delivery as a consequence. This was accompanied by corresponding acoustical and visual alarms and corresponds with the reported alarm messages "device failure (1)" and "device failure (12)". In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The investigation showed that the deviation was caused by a malfunction of the "pressure, volume/flow and temperature monitoring module" pba m4.1. The device reacted as specified to a detected failure of the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the unit restarted and alarmed for a device failure 1 and 12. There was no patient injury reported.